Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their chest hurts as the pacemaker has shifted over time as they have larger chest. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.